Event description:
Event description guidant received information that this transvenous defibrillation lead oversensed noise during deep inspiration. Pacing was inhibited as a result of this oversensing, but no adverse patient effects were reported. The physician elected to cap the rate/sense portion of the defibrillation lead and replaced it with a seperate, nonguidant pacing lead. The physician suspects that the noise occurred as a result of contact between the defibrillation lead and an abandoned lead.